Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in a rehab facility on a ventilator (not device related). The device exhibited loss of capture in every chamber. The patient was unconscious and it was unknown if there are any symptoms but intrinsic rate has been in the 50s. Upon review of the session record, eri and eos were noted on (B)(6) 2017. Low lead pacing impedance values were also noted during interrogation and suspected it was due to eos status. Device change and further lead testing was planned. It was later reported that the patient expired. It was also reported that the patient had been programmed with a base rate of 80 bpm to prevent frequent torsades arrhythmias. The patient experienced torsades, without pacing and passed away as a result.